Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation. According to information provided by the patient, the patient became aware of the events four years and one-month post implantation. The patient reported that the filter tilted (14.50 degree tilt right to left / 0.08 degree tilt anterior posterior), perforation of filter strut(s) outside the ivc (6 prongs, max. Distance of 6.94mm), pain in the abdomen and as well as worry, fear, anxiety and sleeplessness. The patient also reports pain in the lower stomach and hip. According to the medical records the patient had a history of multiple sclerosis, hypertension and hyperlipidemia. The indication for the filter implant was persistent left femoral deep vein thrombosis, acute deep vein thrombosis of the left lower extremity and a left pelvic mass identified on computed tomography scan. The patient was also noted to have abdominal and pelvic swelling, a mass and lump of the left lower quadrant. The filter was placed in the inferior vena cava below the level of the renal veins. The patient tolerated the procedure well, of note the patient underwent an exploratory laparotomy, laparoscopic bilateral salpingo-oophorectomy, exploratory celiotomy and pelvic mass excision at or about the same time as the filter implant. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, and perforation. According to the information received in the patient profile from (ppf), the patient became aware of the events four years and one month post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, perforation of filter strut(s) outside the ivc, pain in the abdomen as well as worry, fear, anxiety and sleeplessness. The patient also reports pain in the lower stomach and hip. The following additional information received per the medical records state that patient has a history of deep vein thrombosis of the lower extremity, pelvic pain, abdominal and pelvic swelling. During the implant procedure, the filter was placed just below the position of the renal vein. The patient tolerated the procedure well.